Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with epithelial ingrowth in the left eye at the one week post lasik visit. The patient has good vision, so at this time, they are just going to watch the epithelial ingrowth. No procedures planned.